Event description:
Spontaneous inbound call from (B)(6) from glatiramer acetate manufacturer calling about getting a replacement whisperject for patient due to malfunction. No additional adverse events or side effects were mentioned due to product issue. Lot and expiration date are unknown. Unknown if patient still has product on hand. No further dates, details or information were provided. Reported to (B)(6) by health professional.